Manufacturer narrative:
(B)(4) = ratchet pawl and anti-backup. The analysis results found that an el5ml device was returned in good visual condition; upon visual inspection, one jammed clip was found inside the shaft. The device was cycled and the jammed clip and one unformed clip were fed; however, these clips fell off from the jaws as the anti-backup feature was non-functional. A second clip fell off due to the anti-backup failure; in the next actuations 2 conforming clips were fed and formed; the lockout mechanism was found non-functional and the orange wheel indicator was found to be overtraveled. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl and the trigger were found to be worn out; no conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, the grasping force was higher than the expected at the 5th or 6th firing and the clip was not fed into the jaws though the trigger was grasped. Another device was used to complete the case. There were no adverse consequences to the patient.